Event description:
The customer reported an activation tone was heard, but it seemed as if no activation was occurring. It was also mentioned that an end tone, signifying a completed seal cycle, was heard but no seal was visible. It was reported that there was no bleeding or damaged tissue.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.